Event description:
It was reported that an external fluid leak was observed from the access line at the filter connection of a prismaflex st150 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The device was received for evaluation. Visual inspection of the actual sample showed that the access post pump line was perforated near the support plate. Functional air leak testing was performed at 2 bar pressure, and a leak was observed at the level of the perforation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of tubing damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.